Event description:
It was reported the pt experiences uncomfortable heating at the pocket site when stimulation is on and is unrelated to charging. The pt requested the system be explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.